Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the common femoral artery. The 9.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion however during inflation the balloon ruptured at 6 atmospheres and separated. Another puncture was made to access the lesion with a new larger introducer and the separated portions of the balloon were retrieved with a snare device. The patient required further hospitalization. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture, separation, unexpected medical intervention, delay to treatment/therapy, and hospitalization appear to be related to circumstances of the procedure. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture. The balloon rupture likely did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separation during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the common femoral artery. The 9.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion however during inflation the balloon ruptured at 6 atmospheres and separated. Another puncture was made to access the lesion with a new larger introducer and the separated portions of the balloon were retrieved with a snare device. The patient required further hospitalization. No additional information was provided.